Manufacturer narrative:
The return of the device is pending. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascualr stent products that are cleared in the us. The pro code for the lifestent vascualr stent products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5f060303c vascular stent experienced a break and misfire. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5f060303c vascular stent experienced a break and misfire. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The 92 year old female patient was 63 kgs.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for review. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code for the lifestent vascular stent products is identified in d2. The malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 9681442-2020-00039. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.